Event description:
The report received from the field indicated that during an endovascular procedure, the physician inserted the outback re-entry catheter into the catheter sheath introducer (csi) but was not able to advance it. When the outback was removed, it came apart. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the outback was advanced into the sheath. It would not advance or withdraw easily since it came apart in the sheath. It was removed and another outback was used successfully after. The sheath was in the femoral artery. Complaint conclusion: the report received from the field indicated that during an endovascular procedure, the physician inserted the outback re-entry catheter into the catheter sheath introducer (csi) but was not able to advance it and that the outback never exited from the sheath. During the attempt to remove the outback it came apart. The sheath was in the femoral artery. The physician used another outback to complete the procedure successfully. No problem noted upon inspection of the device prior to insertion or during preparation. There was no reported patient injury. The product was returned for inspection. One non sterile outback was received coiled inside two plastic bags. The catheter body/shaft was found separated at 2.5 cm from the distal end; however, the inner cannula (wire) did not separate. Thus the device did not separate into two pieces. No other damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cannula/needle (outback only)/ deployment difficulty could not be confirmed since functional test could not be performed. The exact cause of the failure could be related to the kink; however, the cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Analysis of the returned device notes that the catheter body/shaft separated at the location of the kink. The kink likely occurred during advancement of the device through the sheath introducer which prevented it from further advancement. Then during removal the kinked area likely separated due to the resistance encountered. However, the inner core cannula did not separate and remained intact so there was no risk of the separated section remaining in the patient. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.